Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: evidence of moisture contamination inside battery compartment and on underside of battery cap. Due to moisture contamination pump is unresponsive with both the returned battery cap and a test battery cap. The battery cap is unable to fully tighten. There were battery compartment cracks observed in thread area. A leak test shows leak at battery compartment crack. Removed pump case, no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue, battery compartment and battery cap damage, and evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.